Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. The patient reported that "the pt has had high readings but because meter isn't showing all numbers the pt didn't realize the pt was high". The meter allegedly was missing segments. The result on the patient's meter was unknown. There result on the patient's friend's meter was "about 150" (units not specified). The time differece between the patient's meter and the patient's friend's meter was unknown. There was no treatment. No further info has been reported.